Event description:
It was reported that during a lap gastric bypass procedure, the doctor used the harmonic ace as an energy device for this procedure. The doctor used the harmonic ace to gain access to the bursa and to create the retro gastric tunnel for the stapler. After creation of the new gastric pouch the doctor used the harmonic ace to open up the created gastric pouch. The doctor is aware of the potential risks of activating the harmonic ace through a staple line, nevertheless the doctor is using the harmonic ace for that purpose. The doctor is performing approximately 300 bariatric procedures a year and is never experiencing any problem with this action. During this procedure the doctor performed this procedure step without any problem. Afterwards the doctor used the harmonic ace to divide the omentum. An instrument of a residence was nearby the harmonic ace, but the doctor was not sure if the instrument came into contact with the harmonic ace. Suddenly the active blade of the harmonic ace broke off completely. The broken blade tip did fell into the patient, but was retrieved right away the doctor decided to open up a new harmonic ace to finish the procedure. The doctor did not experience any problems during the remaining of the procedure with the new harmonic ace. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade